Event description:
A dual channel pump was setup with lipids on one side and total parenteral nutrition on the other side. The two intravenous lines were connected together below the infusion pump. The lipids were reported to be backing up into the total parenteral nutrition line. Several attempts were made with additional setups unsuccessfully. Therapy was continued with another pump successfully. No pt injury resulted.